Event description:
On 17-jun-2026, the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of up to 677 mg/dl following persistent elevated glucose despite multiple infusion set and cartridge changes. The user was transported to the hospital by a caregiver where the user was treated with IV insulin and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The complaint investigation was performed through review of the device engineering logs. The logs showed no malfunction alerts, no factory reset events, and no motor errors indicative of inaccurate insulin delivery. Review of cgm and insulin delivery data demonstrated that the ilet functioned as intended by requesting insulin at regular intervals, responding appropriately to cgm glucose values, and generating and acknowledging alerts as designed. Based on the available information, the reported hyperglycemia is not attributed to an ilet device malfunction. Contributing factors documented during the investigation included prolonged use of insulin that may have been exposed to excessive heat, possible degradation of insulin potency, infusion site management practices, and user handling factors. No product was returned for evaluation. The complaint was reviewed in accordance with internal procedures, and this event was determined to be reportable due to hospitalization for severe hyperglycemia. The complaint shall be documented and trended in accordance with established risk management procedures.